Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 staples jammed on the tissue due to overbent staples. The surgeon put overstiches to complete the case. No further consequence to the pt.